Manufacturer narrative:
This report will be updated when investigation is complete.

Event description:
Allegedly the patient was revised due to aseptic loosening socket (right). Revision njr index no: (B)(4).